Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this lead was an attempted implant. Noise, oversensing and pacing inhibition was observed. Damage to the lead body, insulation, terminal end and electrode end was noted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.